Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method 20fr was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2013. According to the complainant, during procedure, the wire loop on the end of the peg tube broke when attempting to pull through the stoma site. A larger incision has been made to finish the case. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method 20fr was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2013. According to the complainant, during procedure, the wire loop on the end of the peg tube broke when attempting to pull through the stoma site. A larger incision has been made to finish the case. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
The condition of the returned device could not be evaluated with respect to dilating tip wire loop breakage because the complaint component was not returned. However, one blue pull wire with original opened box and product label was received. No other components were returned. A visual examination revealed that pull wire coating slightly peeled at apex where it is attached to the wire loop of the delivery system and also found to be bent adjacent to the crimp on the opposite end. The customer could not provide the size of the initial incision, but per the event description the incision was enlarged during the procedure to facilitate placement. Additionally user technique, tortuous anatomy and other procedural factors could possibly contribute to the placement difficulty. The customer only returned the blue pull wire and no other components were received for analysis, therefore, the most probable root cause is undeterminable. The bent wire and peeled coating are likely due to procedural factors and not a reportable event.